Event description:
It was reported by the attorney that in 1999 the pt underwent a surgery consisting of an aortic valve replacement. A few hrs after the surgery, and while still at the recovery room, the pt died. The attorney alleges that an autopsy was done, revealing that in the incision within the proximal aorta area, there was a suture breakage. As per the attorney, this breakage led to the pt's death.